Event description:
It was reported that pump did not detect cartridge during use and no additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support, and device return status and replacement information were unknown.